Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value. (B)(4). Manufacturer contacted customer on 6/26/2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. Physician visit customer. Customer does not recall what date but physician increased her insulin toujeo to 25 units. No hospitalization reported. Customer satisfied with the product. Product working as intended.

Event description:
Consumer reported complaint for symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of fatigue and increased urination. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.